Event description:
It was reported that the patient¿s alarm date was tomorrow on (B)(6) 2013. The patient stated that on(B)(6) 2013 their insurance ¿kicked in¿. Their doctor stated the patient needed more records from the patient. The patient stated they drove back to albany to sign a release form and then it was faxed. They reported the doctor had now called the day before the refill date. The patient stated they started to feel extremely anxious, and they reported having memory issues. The patient stated they did not have a primary doctor because they just moved to their current location. The new patient appointment was not until ¿next month¿. It was recommended the patient call their doctor. The patient stated their last refill was (B)(6) 2013 and, before that, on (B)(6) 2012. The patient stated ¿they increased it in (B)(6)¿. They stated they did not like to take oral medication. The medications infused were clonidine and morphine. The patient reported a return of patient symptoms. It was noted that the patient heard the low reservoir alarm on (B)(6) 2013. Withdrawal was reported. The patient stated they just moved to (B)(6). They were admitted to the hospital on (B)(6) 2013 because their pump was empty. The patient was told by the hospital that they could not refill the pump because it was a combination of medications. The patient stated that the oral medications were not helping them. It was later reported that telemetry was performed on (B)(6) 2013 and confirmed a low reservoir alarm was occurring. The patient heard the alarm since (B)(6) 2013, and the patient was having symptoms of withdrawal. The patient was noted to have relocated from (B)(6) and they did not have a managing physician as of (B)(6) 2013. A physician indicated that the pump had 1.1 ml left of drug in the reservoir. They will be filling it with saline on (B)(6) 2013. It was later reported that the healthcare provider performed a pump refill procedure with preservative free normal saline. The patient was reprogrammed. The patient experienced underdose symptoms. Hospitalization was noted as an action required as a result of the event. The patient¿s status at the time of the report was alive and without injury.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).